Event description:
It was reported that pump experienced malfunction where screen went dark and would not turn on, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into power source as instructed, after which pump turned on but displayed malfunction code, and customer planned to use multiple daily injections as backup insulin therapy; technical support arranged replacement pump with updated software.